Event description:
It is reported that a customer experienced low blood glucose of 46 mg/dl. The customer was treated for the low blood glucose with juice. The customer was informed that there could be many reasons for low blood glucose. The customer may have inserted the sensor incorrectly possibly damaging the sensor. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.